Event description:
It was reported that the asymptomatic patient presented for follow up. With intermittent atrial undersensing exhibited by the pulse generator. Programming adjustments were discussed; however, no interventions were reported. Further information was requested but not received.